Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had a flow anomaly. The average delivery error being 6.937 percent. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D3, g1,2 email is: (B)(6). One device was returned for evaluation. Visual inspection showed no anomalies. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated and verified; the flow rate was too high. The root cause was determined to be the expulsor. The expulsor was sanded/replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.